Manufacturer narrative:
(B)(4). Received maude report.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the tissue pad fell off. The tissue pad was not located inside or outside of the patient. Case completed with another like device of the same product code.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent